Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2025. Event occurred after 3 or more hours of insertion. The insertion site was the right arm. Infusion set was used for less than 24 hours. Blood glucose level was displayed high at the time of the event. Therefore, patient took correction injection via multiple daily injection (mdi). Patient was also found positive for moderate ketones level. Patient took assistance from the hospital. Patient changed supplies as necessary and resumed insulin therapy. No further information available.